Manufacturer narrative:
PMA/510(k) # was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report.

Manufacturer narrative:
(B)(4). The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital disposed of the device.

Event description:
The patient was undergoing a thrombectomy procedure in the peroneal artery using an indigo system cat5 aspiration catheter (cat5). During the procedure, the physician made two successful passes using the cat5 through a non-penumbra 6f sheath, then had difficulty crossing a section and noticed that nothing was being aspirated. It was reported that the physician encountered resistance half way down the mid-anterior tibial artery. The physician then retracted the cat5 to flush and noticed that it was severely kinked. Therefore, the procedure was completed using a new cat5 and the same sheath. There was no report of an adverse effect to the patient.